Manufacturer narrative:
The complainant indicated that the device has been disposed of and will not be returned for eval; therefore, a failure analysis is not available, and we are not able to determine the relationship between the device and the cause for this event. A review of the device history records was performed for the indicated packaging and component lots for any deviations related to the reported defect of the complaint. The review confirms that the lots met all material, assembly and performance specifications. A similar complaint review was also performed for lot number 1204960. The review found that a similar incident from this same hospital was reported on the same day. A review of the 2007 complaint report for the vaxcel pasv PICC dual lumen family noted that the "guidewire frayed" failure mode did not constitute an adverse trend. The directions for use of this device contains a warning that states: never withdraw the guidewire through the safety needle as this may damage the guidewire. If the guidewire tip must be withdrawn while the safety needle is inserted, remove both the safety needle and the wire as a unit to prevent the safety needle from damaging the guidewire. We are unable to definitively determine a root cause for this incident.

Event description:
The complainant reported that during the therapeutic implant of a vaxcel pasv PICC on a female pt, the distal end of the guidewire became unraveled. The clinician removed the guidewire device from the pt. No component of the guidewire device detached within the pt anatomy. The clinician completed the procedure with use of another (MFR not specified) guidewire. The complainant reported that there was no adverse affect on the pt as a result of the reported malfunction. The pt condition is reported as 'fine'.